Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device fell down on the floor, and they wanted a quote to repair the damage. The cause of the fall was unknown at the time this report was due. No patient or user harm was reported.